Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported device was used during the prosthetic arthroplasty of shoulder joint on (B)(6) 2017 due to a shoulder fracture. The patient was a (B)(6)-year-old male. His right shoulder surgery was performed. Post-surgically, on (B)(6) 2018, the patient reported having a shoulder pain. The x-ray images were taken. It was found that the head of the reported device had been dislodged. On (B)(6) 2018, the reoperation was performed. The head and color were removed, and the head40x15 was replaced. It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary: (B)(4). No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Re-open upon receipt of the device evaluation of the returned device finds evidence of implant disassociation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.